Event description:
It was reported a cerebrospinal fluid (csf) was noticed on (B)(6) 2023 in the epidural needle when the physician was moving the needle to a new location (manufacturer report number: 3006705815-2023-02281, 3006705815-2023-02282). Postoperatively, the patient indicated having a headache and was instructed to consume caffeine and lay flat. The case was aborted, and the system was removed. Headaches have decreased.

Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the headaches have resolved.